Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an upgrade procedure for their implantable cardioverter defibrillator. Interrogation of the device before the procedure revealed oversensing of far p-waves on the ventricular channel. The physician decided to add a pace/sense right ventricular lead to use in combination with the chronic competitive high voltage right ventricular lead. Additionally, the device was explanted and replaced as planned. The patient was discharged the following day with normal device function noted.